Event description:
It was reported that an emergency message indicated a need to change the cartridge. There was no adverse impact to the customer's blood glucose level. The customer did not have the pump at the time of the call and requested further follow-up from technical support, who planned to investigate the pump history to identify the reported issue.